Event description:
Patient arrested during surgery. The defibrillator is functioning fine. The doctor paused to perform a tee and the defibrillator had discharge (>60 sec). Staff tried to use the defibrillator without re-charging and they also tried to increase the power (energy, joules). Once charged the defibrillator functioned fine. When reviewed after the incident by biomed and physio an error code was found that indicated a (pcb) printed circuit board failure. Clinicians do not think the pcb failure contributed to patient outcome.